Manufacturer narrative:
Additional contact: dr (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable alarm was noted with 6ml of infusion left. It was also reported that the nurse attempted to replace the cassette, but the issue was not resolved. No patient consequences were reported. No adverse effects were reported.